Event description:
It was reported that this pacemaker displayed safety mode. This patient underwent a replacement procedure in which this pacemaker was explanted and a new device was successfully implanted, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b2 (per qc) from blank to hospitalization and required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker displayed safety mode. This patient underwent a replacement procedure in which this pacemaker was explanted and a new device was successfully implanted, which remains in service. No additional adverse patient effects were reported.